Event description:
Additional information was received that "low output syndrome" meant "low cardiac output syndrome". The patient experienced fatigue in result of the low cardiac output syndrome. Moderate pvl was observed, and treatment was not provided. Additionally, prior to the cardiopulmonary arrest, severe central aortic regurgitation occurred. Medications and cardiopulmonary resuscitation (CPR) were provided for the cardiopulmonary arrest. The patient was provided palliative therapy.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: a5b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date estimated with year valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unknown period of time following the valve implant procedure, the patient was hospitalized due to "low output syndrome". An echocardiogram was performed and unspecified paravalvular leak (pvl) was identified. However, as reported, the pvl was not considered as a problem at that time. Cardiopulmonary arrest occurred one week later. Following recovery, severe central aortic regurgitation (ar) was confirmed via echocardiography. As reported, the ar was believed to be the cause of the arrest. The patient was currently hospitalized. Additional treatment had not been considered per family's intention.